Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Reportedly, the lens was repositioned on (B)(6) 2015 with a capsular tension ring due to lens vaulting. Additional information has been requested, but has not been received.